Event description:
The customer reported the system had intermittent "generator error" and "kv on in error" messages. These errors may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep rep performed an on site investigation. The power supply was replaced during the service call. The system was found to be working as intended and put back into service.